Event description:
Dealer states that the weld on the right side of the frame where the caster housing is mounted has broken away.

Event description:
Dealer states that the weld on the right side of the frame where the caster housing is mounted has broken away.

Manufacturer narrative:
Information from the extended evaluation: frame / broken frame/weld / broken weld at caster housing looks as chair took a blow.

Manufacturer narrative:
Information from the extended evaluation: (B)(4) right hand frame assembly of having the head tube partially broken off near the weld where the head tube is welded to the front of the frame tube.